Event description:
Procedure: sleeve gastrectomy. According to the reporter: pt re-presented with leakage from top of the staple line where sulu had been applied. The pt was a "re-do" ie. Had been converted from a lap band to a lap sleeve. The surgeon is unsure as to the reason for the leak. No product lot numbers were recorded, no product retained as all appeared to be functional on the day of the procedure.